Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during manual prime. The blood glucose at the time of the incident was 279 mg/dl. Troubleshooting was performed and the customer changed the infusion set first, but the alarm was resolved after changing the reservoir. The product will be returned for analysis.